Event description:
It was reported that lead dislodgement was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned for analysis. Externalized conductors due to internal insulation abrasion was found at 11.0-13.5cm from the distal tip. The etfe coating of the rv conductor was intact at this same location.